Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed during baxter and haemotronic's sample evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Because the complaint could not be confirmed, root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that after prefilling, a leak was found in the effluent liquid tubing. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.